Manufacturer narrative:
E1 - initial reporter facility: (B)(6). Device eval by MFR: the returned device matches with upn provided by the customer. Guidewire was visually inspected, and it was noticed that distal end was kinked and the polymer jacket was detached from the distal tip section. No more visual damages were found in the device. Microscopic inspection revealed a distal tip kinked and polymer jacket detached was confirmed.

Event description:
It was reported that the tip detached. A v-14 short taper 300cm straight tip guidewire was selected for use to treat a calcified subtotal occlusion of the popliteal artery. During the procedure, the tip detached in the popliteal artery. The detached tip was removed with a safety sling. The procedure was completed using a non-boston scientific device. There were no patient complications.

Manufacturer narrative:
Initial reporter facility: (B)(6).

Event description:
It was reported that the tip detached. A v-14 short taper 300cm straight tip guidewire was selected for use to treat a calcified subtotal occlusion of the popliteal artery. During the procedure, the tip detached in the popliteal artery. The detached tip was removed with a safety sling. The procedure was completed using a non-boston scientific device. There were no patient complications.